Event description:
Dexcom g7 sensors from lot 1724249002 manufacturer date 09-01-2024 are failing. They are not injecting the sensor filament. The manufacturer refuses to accept that the lot may be defective and are demanding further sensors be opened and attempted to use before exchanging them.